Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported that during cataract surgery the iris was damaged due to overheating of the phaco handpiece. The surgeon indicated the iris was "fringed", which is aesthetically unacceptable for the surgeon. However, the patient was unaffected and has good vision. Thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpieces were both manufactured on july 17, 2012. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on july 24, 2013. The product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the iris was damaged due to overheating of the phaco handpiece. The surgeon indicated the iris was "fringed", however, the patients vision was unaffected and noted to be seeing well.